Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the left ventricular lead was positioned but when the physician performed the tug test, the outer lead body separated from the distal tip and pulled over the inner lead body. The physician removed and replaced the lead. The patient was in stable condition following the procedure and would continue to be monitored.